Event description:
Have been using complete saline solution. This was a 4 oz bottle given to me by eye doctor in 2007, and the bottles dispensed by doctors are not supposed to have a problem. Two months later, I was diagnosed with a cornea infection two weeks later,- after using eye drops during the day, ointment at night, and 5 visits have been cleared to wear contacts again. To me this was a costly experienced and won't be buying complete solution. Dates of use: 2007. Diagnosis: store & clean contacts. Event abated after use: yes.